Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 10/06/2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damage noted upon receipt. A review of the platform archive was performed and user advisory (ua) 16 (timeout moving to take-up position) was noted in the archive log thus confirming the reported complaint. During functional testing, the platform exhibited user advisory 16 display within first few compression.. Further investigation found the drive train motor was defective causing the reported ua 16. Based on the investigation, drive train motor was replaced to remedy the reported complaint. In summary, the customer's reported complaint of autopulse displaying ua 16 was confirmed during archive review and functional testing and was attributed to a defective drive train motor. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during training, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. The customer also reported that the lifeband was unable to be extended. There was no report of any patient involvement. No further details were provided.